Manufacturer narrative:
Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event. The sensor board was returned to tosoh instrument service center for investigation. Functional testing confirmed the reported event was due to failure of the board. The most probable cause of the reported event is due to failed sensor board.

Event description:
N/a

Manufacturer narrative:
A field service engineering (fse) was dispatched to the customer's site to address the reported issue. Fse confirmed reported event on the error log and was able to reproduce the problem by attempting to run a rack through the loader. Fse replaced the s072 sensor and tried to perform a rack rotation test, it worked until it got to the last detent position, then a "2302" error occurred. Fse slightly adjusted the left rear pusher foot, then the rack rotation test passed. Fse successfully completed a full rack of qc and patient sample runs without any errors; all results were within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-900 operator's manual under section 12 - flags and error messages states: [2301] sample rack not moved. Cause: the rack feed detection sensor s072 failed to detect rack movement when step (x1) feed took place. Action: check the direction of the sample rack and also whether or not there are any obstacles. If the trouble reoccurs, contact the tosoh local representatives. Check s072 and the step feed mechanism. [2302] sample rack not moved completely. Cause: the rack feed sensor s072 failed to go off when step (x1) feed took place. Action: check to see if there is any impediment to the sample rack feed. If the trouble reoccurs, contact the tosoh local representatives. Check s072, the step feed position, and the step feed mechanism. The most probable cause of the reported event is pending investigation completion.

Event description:
A customer reported getting error message 2301 "sample rack not moved" on the aia-900 analyzer. The customer stated analyzer is rebooted when error occurs, then rack will move and few samples on the rack will be processed and then error reoccurs. Analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of cardiac troponin I (ctnl2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.